Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient also experienced dystonia symptoms related to the poor response that led to the exploration surgery to "discard" any device obstruction or poor response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient experienced poor response with onset before the exploration surgery and improved after. It was clarified that a catheter occlusion or other device component damage was not found within the surgery and the system "permeability" was assessed on (B)(6) 2018. The hcp did not consider the poor response was caused by the serous collection. It was further noted that the etiology of the collection was not clear and was only noticed within the exploration surgery and the physician checked and did not find any cerebrospinal fluid loose. The device diagnosis was updated to be "not applicable" and the clinical diagnosis was serous collection. The etiology of the event was updated to be possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving compounded baclofen (concentration and dose not reported) via an implantable pump. The indication for use was not provided. It was reported on (B)(6) 2018 that the normal pump infusion was "obstructed" by a serious collection at the pump pocket exposed at exploration surgery on (B)(6) 2018. The exploration surgery was performed by the neurosurgeon due to poor response of the treatment and also showed perfect permeability of the catheter and no damage on the entire system. Other surgical intervention of a permeability assessment of the catheter was done on (B)(6) 2018. The device diagnosis was catheter obstruction and the clinical diagnosis was catheter obstruction by a serous collection at the pump pocket (this diagnosis is conflicting with the report of perfect permeability of the catheter). It was indicated that the event was not related to the device or therapy and was possibly related to the implant procedure of incision site/device track of pump pocket. The event had resolved without sequelae as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the physician performed exploration surgery to rule out (previously stated as "descart") any device obstruction or poor response.